Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to high thresholds of greater than 5v. The physician tried to reposition the lead but it would not secure to the atrium. The explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed stitches in the insulation approximately 4.5 cm distal to the is-1 connector pin. Blood penetrated the lead. Furthermore deformations of the outer conductor coil approximately 11 cm distal to the is-1 connector pin were found and the distal part of the lead was pulled out of the ring electrode. The observed damages most likely resulted from the explant procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.